Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in emergency room for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading when admitted to hospital was 516 mg/dl. The customer was treated with intravenous insulin at the hospital. It was unknown that customer using auto mode feature active at the time of event. Customer was experienced abdominal pain and vomiting. The insulin pump will not be returned for analysis.